Event description:
On (B)(6) 2026, while cas was on-site for surgery support, doctor ((B)(6)) reported that during procedure ID#(B)(6), they experienced an anterior capsule tear that ran to the posterior capsule.

Manufacturer narrative:
A review of procedure ID#(B)(6) shows the capsulotomy break through is in two frames. There is no patient eye movement or indication of an issue with the procedure that would contribute to a capsular tear. System functioned as designed.no further clinical follow-up required.